Event description:
It was reported that during the implant attempt of the right ventricular lead, the patient suddenly experienced "dysphoria, obnubilation, and uracratia". Once the patient was stabilized, it was determined that they were no longer suitable for implantation and the procedure was stopped. The attempted lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.